Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was nothing further to report. During rep's last conversation with the patient she was getting good stimulation after I reloaded the new programs. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of gastrointestinal/ pelvic floor stimulation. It was reported that the patient saw a "call hcp 574 code." The meaning of the code is that no programmed parameters have been detected. The patient hadn't been recently implanted nor have they been where programming would have been deleted. The caller reported that the patient had taken the batteries out of the programmer and put them back in. The patient was interrogated with the clinician programmer and re-entered programming. But didn't need further assistance. The issue occurred roughly 3 months prior. No further complications were reported or anticipated. No symptoms were reported.